Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a cardiac tamponade. After a pulsed field ablation (pfa) procedure to treat an atrial fibrillation with a farawave catheter, the patient blood pressure dropped. The physician checked and found the patient had a cardiac tamponade. An effusion tap was performed to drain the fluid from the left ventricle and the patient was kept for observation. The patient had successfully recovered from the event. The device is not expected to return for analysis.